Event description:
It was reported that an intellanav mifi oi during procedure after several ablations, a fluid leak was noticed from the irrigation port. To solve the issue, the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported event was confirmed.